Manufacturer narrative:
The investigation determined that higher than expected vitros total b-hcg ii results were obtained on a single level of a non-vitros biorad control fluid processed on a vitros 5600 integrated system. The definitive assignable cause of the higher than expected bhcg results are two suboptimal calibrations caused by an analyzer related issue. Following service actions which included the replacement of the uia metering proboscis, the secondary tip sealer and the performance of associated adjustments, the customer was able to calibrate vitros bhcg lot 1910 and obtained acceptable bhcg quality control results. There was no allegation of patient harm as a result of this event.

Event description:
The investigation has determined that higher than expected vitros bhcg results were obtained when processing a non-vitros biorad quality control fluid on a vitros 5600 integrated system. Biorad level 1 (lot 40911) vitros bhcg (lot 1910) results 10.363, 10.649, and 10.905 miu/ml versus expected bhcg result 4.89 miu/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were not tested as the bhcg ii quality control results were outside of established ranges. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).